Event description:
It was reported that the patient passed away due to multiorgan failure. The death was not considered to be device or therapy related. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient passed away due to multiorgan failure. Additional information provided by the account indicated that the patient did not receive a left ventricular assist device but instead had a php pump inserted. There was no indication that the patient was being supported by an abbott product at the time of outcome. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.